Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Medwatch received as mw# (B)(4).

Event description:
It was reported that a spectrum pump experienced an under infusion. It was reported that the intravenous (IV) drip pulling from both primary and secondary lines simultaneously (medication, dose, programmed amount and delivery rate unknown). Medication did not infuse over the 30 minutes and extra time had to be added for full infusion. There was no report of patient injury or medical intervention associated with this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.